Event description:
It was reported by svc report that the scale module was broken, and the footboard hinge plate was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged scale module, damaged footboard hinge plate.